Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed no damage. Review of the event history log showed an occurrence of a "check clutch/plunger" error message. Functional testing duplicated the reported issue. It was found that the clutch was unable to hold the plunger position well. The investigation determined that malfunctioning clutches, plunger and plunger tube were the cause of the reported issue. The clutches, plunger and plunger tube were replaced. Service history review identified the complaint was not related to a previous service of the device within the review period.

Event description:
It was reported that the device exhibited a ¿check clutch/plunger lever¿ error. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.